Manufacturer narrative:
Serial#: unknown/not provided. Model #: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). Device manufacture date: unknown, as the serial number of the device was not provided. Device evaluation: the product testing could not be performed as the product was discarded. The customer's reported complaint was not verified. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic of lens model, aab00 monofocal iol (intraocular lens) detached when implanting into patient's capsular bag. As a result, the lens was removed and replaced during the same procedure, but no secondary intervention was necessary. Reportedly, the surgery was extended by about 5 minutes as a result of this issue, but no vitrectomy performed. This issue occurred during (B)(6) 2019 and the lens was discarded. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.